Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin properly. Pump history and data were reviewed and there were no indications that the pump was not functioning properly. Customer reverted to using manual injections for insulin therapy. Blood glucose was 184 mg/dl.